Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in a mildly tortuous part of the proximal lad. Due to calcification, the lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the cathlab report and the angiographic material provided were reviewed. Review of the angiographic did not provide further relevant information regarding the root cause of the complaint. The actual complaint event is not visible. The technical investigation showed that the balloon has not been inflated and is thus still well folded. The stent is not deformed or damaged. The crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patients anatomy (i.e. Calcification).